Manufacturer narrative:
The insulin pump was received with button alarm error and intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly during the visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube.(B)(4)

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer's father was checking the active insulin than the buttons were unresponsive. Customer's blood glucose reading was 84 mg/dl. Troubleshooting for keypad anomaly was performed and customer's father stated that they replaced battery and the buttons still do not work. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.